Manufacturer narrative:
The service rep replaced the hard drive. The system operates as intended.

Event description:
It was reported the 9800 system locks up when reviewing cine runs. No patient injury was reported.